Event description:
Customer reported it was not uncommon for sensor glucose to be lower than blood glucose. Customer stated she has not worn the sensor for weeks and was giving her abdomen a rest. Customer stated she had an incident was at work and her lips were white and was pale. Caller stated her blood glucose was 53 mg/dl and her sensor was at 87 mg/dl. Customer treated by eating frosting, snickers, and drinking a sprite. Customer also experienced itchiness on the site. No infection was noted on the site. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.